Event description:
It was reported that the patient presented for an office check with atial sensing and ventricular pacing at 134 beats per minutes. When the ventricular only pacing rate was adjusted to the 40s or 50s the patient's rate would be as programmed, and when inhibiting the device, the patient¿s atrial rate would be in the 50s. The device settings and patient were evaluated for reprogramming on the device pacemaker mediated tachycardia feature. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).